Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947m-62, lead, implanted (B)(6) 2014; 5076-52, lead, implanted (B)(6) 2014. (B)(4).

Manufacturer narrative:
Product event summary : the full lead was returned and analyzed with no anomalies found.

Event description:
It was reported that the patient experienced phrenic nerve stimulation due to the left ventricular (lv) lead. High threshold was noted also. The lead was initially attempted to be repositioned, but could not be due to tortuous anatomy, so it was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.